Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that the procedure was an acl reconstruction. The t1 implant remained in the patient. T2 was removed by cutting the suture and being removed with a grasper. There was less than a ten minute delay.

Manufacturer narrative:
(B)(6). Two used and seven unused fast-fix 360 curved needle delivery systems were returned for evaluation. The two used devices have no ts or suture attached and constructs were not returned for examination. The actuator is in the t2 post deployment position on each device indicating a complete deployment. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. One of the unused samples was functionally tested for deployment using a rubber meniscus model, device functioned as intended. It appears that the trigger was inadvertently advanced causing the reported ¿mis-fire¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device returned for evaluation on (B)(6) 2016, device was evaluated by the manufacturer, evaluation codes updated. (B)(4).

Manufacturer narrative:
Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During an unknown procedure it was reported that the surgeon had a misfire which became apparent when the delivery needle was removed. A backup implant with a different lot number was subsequently used and this was successfully deployed. No patient injury was reported.